Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v006341, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387s-40, lot# v006341, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
A manufacturing representative reported the patient's right implantable neurostimulator (ins) was being replaced due to normal battery depletion. The right ins had impedances between 300 and 600 ohms on the left lead and impedances between 600 and 900 ohms on the right lead. The left ins was checked and impedances were found to be low, but within acceptable range. The cause of the low impedances was not determined. The left ins battery was at 2.4v, but was not replaced at the time of this report. The left ins was due to be changed in the near future. The reporter stated the patient may not need the left ins for therapy. The patient's indication for use is parkinsonian tremor.